Manufacturer narrative:
Facility name: (B)(6). Through the course of the investigation, no product problem was found. Based on the totality of the data and information provided, the issue may have been related to the off-label sample type, or improper pre-analytical workflow. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from germany alleged discrepant results with the cobas sars-cov-2 test and a lab developed test (ldt) during a validation run. A patient sample was run on 24-mar-2020 with the cobas sars-cov-2 test, and returned positive for both targets. An aliquot of the sample from the primary sample was added to a solubilization reagent in the secondary tube and tested with the customer's ldt and the cobas sars-cov-2 test, and generated negative results with both tests. When testing the primary sample again (27-mar) with the cobas sars-cov-2 test, the positive results were repeated. The customer used a non-validated sample type consisting of 500ul throat rinse and 500 ul cobas pcr media. 500 ¿l of the sample was transferred into a secondary tube with 500 ¿l solubilization reagent (reagent that contains gua-rho and is for the transport of urine samples), before they loaded the sample on the instrument during the retest. Per the instructions for use (IFU), the cobas sars-cov-2 is a qualitative test for use on the cobas 6800 system and cobas 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. Based on the totality of the data and information provided, the issue may have been related to the off-label sample type or improper pre-analytical workflow. Although unconfirmed, the affiliate suspected that there was most likely a pipetting error when the aliquot was being prepared when the negative retest result was generated. Through the investigation, no product problem found.